Manufacturer narrative:
Qn#(B)(4), device sample received by manufacturer, but investigation is still underway at time of this report.

Manufacturer narrative:
(B)(4). One (1) stapler from catalog number 528235 visistat 35w (B)(4) was received used, opened without original package; lot # was not confirmed with samples received. During visual inspection it was observed that components looked well assembled; undamaged, trigger component is pre-activated, one staple pre-activated in the tip of the cartridge. Functional inspection: stapler was activated for full activation cycle and staple pre-activated was not formed properly. Then stapler was activated according to the IFU product "the trigger must be squeezed all the way in". The stapler was loaded; all staples were fired/closed without problems. Although from the sample received it was observed the defect reported by the customer "stuck in stapler" during visual inspection & during first activation; the root cause for this issue is considered unknown , since that the trigger components was received pre-activated & it is unknown why not complete the cycle of activation. A functional inspection was performed with remaining staples and no quality issues were found during the activation, the device works properly.

Event description:
Complaint alleges: during a medical procedure the surgeon found metal clips stuck in the stapler. The medical procedure is unknown. However; the patient was fine and no medical intervention was necessary. No patient injury reported.

Event description:
Complaint alleges: during a medical procedure the surgeon found metal clips stuck in the stapler. The medical procedure is unknown. However; the patient was fine and no medical intervention was necessary. No patient injury reported.